Event description:
Customer claims that during a laparoscopic asisted vaginal hysterectomy trial, the cannula broke into five pieces while inside of the pt. Four out of the five pieces wered retrived. The sales representative, reported that the cannula was not inspected prior to use.